Manufacturer narrative:
Concomitant medical devices: 5076-52 lead, implanted (B)(6) 2006.

Event description:
It was reported by the patient that they received thirty shocks and was getting shocks every five minutes. The patient's right ventricular (rv) lead remains in use. Follow-up from the patient's physician was unable to be obtained. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.